Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device displayed a right arm leads off message. It was noted by the customer that they attempted to use a different trunk cable and leads set but the issue remained. While the device was reported to have been in clinical use at the time of the alleged failure, there has been no report of an adverse patient/user impact as a result of the issue.